Event description:
At approximately 11:40am the tip of a 2.0mm drill (smith and nephew ref#7117-3501) bit broke off while in use. The tip was recovered; the broken tip well approximated with the main part.the broken drill bit was immediate removed from the surgical field. The wound was irrigated. X-ray of the left elbow taken and read by the radiologist, who reported "no drill bit seen".